Manufacturer narrative:
(B)(4). Event evaluation: a review of the complaint history, quality control, and specifications was conducted during the investigation. There is no evidence to suggest the product was not manufactured per specification. Detection activities have been conducted; however, a definitive root cause cannot be determined at this time. It is possible that the flare was not sufficiently secured in the cap during manufacture, the flare diameter was too small, or that the joint between the sheath and the hub was subjected to a force exceeding its design strength. We will notify the appropriate internal personnel and continue to monitor for similar complaints. Quality engineering risk assessment was used to evaluate the risk. The addition of this complaint does not change the conclusion; no further risk reduction is required.

Event description:
A right leg angiogram, stent, angioplasty procedure was being performed on a (B)(6) year old female patient. During the procedure, the sheath pulled apart from the sheath hub. A section of the device did not remain inside the patient&#38112;body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Event description:
A right leg angiogram, stent , angioplasty was being performed on a (B)(6) year old female. During the procedure, the sheath pulled apart from the sheath hub. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Catalog #kcfw-5-0-38-55-rb-raabe. (B)(4). The event is currently under investigation.